Manufacturer narrative:
Product event summary: data files containing log files were returned and analyzed. One log file was received and recorded on the reported event date. The log file showed several deliveries were performed with the catheter identified with lot number 0012630480on the reported event date. The information of the sheath is not recorded in the log file. In conclusion, the reported adverse event of st elevation, pericarditis and hematoma issues occurred during the procedure and could not be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient underwent extended hospitalization after the procedure.

Event description:
It was reported that during a pulse field ablation procedure, the dilator was pushed out of the sheath when attempting to advance into the right femoral vein and was subsequently repositioned with fluoroscopic guidance to complete entry. Another manufacturer's guidewire felt stuck but was eventually freed. The guidewire developed a kink and was replaced while the transeptal system was in the right atrium. Cardioversion was performed prior to collecting voltage and the patient had an onset of transient st elevation. A vasodilator was administered and a mild change in the st elevation was noted, followed by resolution. The patient's previous EKG noted a chronic baseline st elevation. Prior to post mapping, only the sheath and another manufacturer's mapping catheter remained in the patient. Additionally, a hematoma was noted when the sheath was removed at the end of the procedure, which was resolved with applied pressure. The case was completed with pulsed field ablation. The patient was monitored overnight. It was noted that the patient still had st elevation and had developed pericarditis from the ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 900310 (106667); product type: integrated dilator/needle product ID pscc100 (0012630480); product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.